Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot#: 73e1900391 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, (B)(6) hospital the clip was used for ligating the blood vessel on the patient with the help of a da vinci robot on laparoscopic radical resection of rectal cancer under general anesthesia. During the operation, the clip was found reopen automatically and the clip was broken after closing by the applier. The broken clip was taken out of the patient and a new clip was used for the operation. The operation time was prolonged and the bleeding was increased.